Event description:
The pt had the device placed in the jejunum, and was transferred to a nursing home. The pt developed a firm, distended abdomen, and became septic with an elevated temperature. The pt was transferred back to the hosp for surgery. An x-ray taken prior to surgery did not show the tube tip. The tube was removed surgically. The tube had perforated the bowel and was in the peritoneum. Another tube was placed. The pt was sent to an ICU on a ventilator (chronic ventilator pt). Prescription antibiotics were administered. One pt involved.